Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported email indicating that they were hospitalized with low blood glucose levels. The customer was treated for their blood glucose with injections. The customer did not provide the blood glucose value or provide any information about the hospitalization. The customer did not return the product back for analysis.